Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the patient experienced an electric shock while treating with the bhs device. The customer service representative called the patient and found that last week she experienced a shock to the left foot. The level of pain could not be remembered. The patient stopped using the device. A replacement bhs assembly and coilette were shipped to the patient's home. The patient later reported that she does not recall the pain level, only a shocking sensation. The patient stated that her doctor did not recommend any medical intervention, only to contact her sales representative to obtain a replacement device. The patient stated the old bhs assembly and coilette have been mailed back.

Manufacturer narrative:
Investigation summary: the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The DHR was reviewed. All evaluation results did not show any discrepancies. The failure was not confirmed for the reported condition of "the patient experienced an electric shock while treating with the bhs". The controller was tested and operates as intended. Review of complaint history identified (1) total complaints from (mar 25, 2023) to (mar 25, 2024) for pn (1068234) and events related to (shock). Keyword search criteria: (complaint code: medical: shock) the search could not be specified further because the main complaint was shock. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "shock". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient experienced an electric shock while treating with the bhs device. The customer service representative called the patient and found that last week she experienced a shock to the left foot. The level of pain could not be remembered. The patient stopped using the device. A replacement bhs assembly and coilette were shipped to the patient's home. The patient later reported that she does not recall the pain level, only a shocking sensation. The patient stated that her doctor did not recommend any medical intervention, only to contact her sales representative to obtain a replacement device. No additional patient consequences have been reported. The bhs unit was returned for further evaluation.